Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was administering fluid at a much faster rate than what the patient should have received. The pump was set to administer 80 ml/hr (unknown medication) and should have delivered over 11 hours. The patient received the whole bag within 3 hours. The patient should have received a total of 480 ml of fluid but received 2000 ml. The pump indicated that only 373 ml of fluid had been given. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.